Event description:
Pt was implanted with 18-hole condylar plate and screws on (B)(6) 2010 during a non-union revision procedure. Plate broke on (B)(6) 2012 and pt was returned to the operating room on (B)(6) 2012 for hardware removal and revision to a nail.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.